Manufacturer narrative:
(B)(4).

Event description:
It was reported a noise-like wave was seen on egm during follow-up. The phyisician will monitor the patient carefully. There were no adverse consequences to the patient.